Event description:
It was reported that a patient had a possible lead fracture due to high impedance observed. X-rays were being sent. It was stated that the patient did not experience trauma to the site and the impedance value was unknown. X-rays were received and reviewed. Complete pin insertion could not be assessed due to the angle of the provided images. No strain relief bend or loop was present per labeling. A potential sharp angle was observed near the electrodes, however could not be assessed due to the scope and angle of the images. No gross lead fractures or other anomalies were observed. Note that a portion fo the lead was routed behind the generator and could not be assessed. Incomplete pin insertion and the presence of a micro-fracture or lead discontinuity could not be ruled out in the portions of the lead that were not visible. Programming history was reviewed and the last diagnostics were noted from date of implant; the device was functioning as intended. No known surgery has occurred to date. No additional relevant information was received to date.